Manufacturer narrative:
One device was received for investigation. Customers reported event was duplicated on startup. Additional findings included errors ¿base task timeout¿, ¿base not responding¿, and ¿ear clip error¿. The main printed circuit board (pcb), interconnect board, and ear clip optocoupler were replaced. Functional testing was performed to confirm that issue was fixed.

Event description:
It was reported that the device got a system failure, backup audible alarm post error. There was no patient harm, involvement or delay of therapy. Device evaluation found errors ¿base task timeout¿, ¿base not responding¿, and ¿ear clip error¿.